Event description:
An aneurx aortic cuff stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 11 years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that a recent CT demonstrated that there were pseudoaneurysms distal to the stent grafts bilaterally due to disease progression. The pseudoaneurysms have expanded up to the stent grafts. It was reported that the patient presented emergently one day after the CT scan was done with ruptured pseudoaneurysm on the right side. The physician implanted two endurant iliac extension limbs a 16x13x93 and a 20x20x82 and the ruptured pseudoaneurysm on the left side was resolved and one 16x13x124 iliac limb and the pseudoaneurysm on the right side resolved. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (aneurysm rupture); patient's condition affected effectiveness of device (pseudoaneurysm). Conclusions: device failure/lack of effectiveness related to patient condition (pseudoaneurysm).